Event description:
Having right shoulder arthroscopic rotator cuff repair which was completed. Top part of the anchor screw broke off and suture broke away. Surgeon decided to leave screw/anchor in bone and place new one next to it.